Event description:
It was reported that they put the fluid in the foley catheter balloon. When they were trying to remove the foley catheter, the balloon did not deflate, causing them to forcefully remove the catheter. The patient had passed away, that was why they were removing the catheter. No patient impact. Per clinical follow up information received via email on 12-apr-2024, the emergency room (ER) clinical lead reported the patient received cardiopulmonary resuscitation (CPR) in the field prior to arrival (pta), and the patient was cold due to prolonged down time in an unheated house. The 77-year-old male patient was admitted to the facility due to altered level of consciousness (loc) and comfort cares. The foley catheter was inserted on (B)(6) 2024 at 2108 (9:08pm) due to the admitting diagnosis. There were no issues with the catheter noted prior to insertion, and the balloon was inflated with 10cc of normal saline. The patient was a dnr (do not resuscitate), and he passed away on (B)(6) 2024 at 2337 (11:37pm) due to cardiac arrest of unknown cause. The provider mentioned sepsis vs. Cardiac vs. Other etiology. The primary nurse attempted to remove the foley catheter after the patient passed away, but the balloon would not deflate. Since the patient was deceased, the catheter was removed by force, and it was discarded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be ¿incorrect balloon design (balloon wall thickness excessive)". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state and federal laws and regulations. Caution: ¿ federal (USA) law restricts this device to sale by or on the order of a physician. ¿ do not aspirate urine through drainage funnel wall. ¿ aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicon balloon foley catheters. ¿ as with all temperature probes: in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. Warning: this product should never be connected to temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. Refer to the instruction for use. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Valve type: use luer slip syringe, do not use needle. Do not stretch catheter: this will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Recommended inflation capacities: 14fr and larger (5cc balloon) use 10cc sterile water. Do not exceed recommended capacities visually inspect the product for any imperfections or surface deterioration prior to use. Catheters should be placed in accordance with the cdc guidelines ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on this own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Note: compatible with appropriate 400-series temperature monitor. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Sterile unless package is opened or damaged. Single patient use only do not reuse. Do not resterilize. For urological use only" correction: g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they put the fluid in the foley catheter balloon. When they were trying to remove the foley catheter, the balloon did not deflate, causing them to forcefully remove the catheter. The patient had passed away, that was why they were removing the catheter. No patient impact. Per clinical follow up information received via email on (B)(6)2024, the emergency room (ER) clinical lead reported the patient received cardiopulmonary resuscitation (CPR) in the field prior to arrival (pta), and the patient was cold due to prolonged down time in an unheated house. The 77-year-old male patient was admitted to the facility due to altered level of consciousness (loc) and comfort cares. The foley catheter was inserted on(B)(6)2024 at 2108 (9:08pm) due to the admitting diagnosis. There were no issues with the catheter noted prior to insertion, and the balloon was inflated with 10cc of normal saline. The patient was a dnr (do not resuscitate), and he passed away on (B)(6)2024 at 2337 (11:37pm) due to cardiac arrest of unknown cause. The provider mentioned sepsis vs. Cardiac vs. Other etiology. The primary nurse attempted to remove the foley catheter after the patient passed away, but the balloon would not deflate. Since the patient was deceased, the catheter was removed by force, and it was discarded.